Event description:
It was reported that the customer was hospitalized for low blood glucose of 37 mg/dl and experienced a low blood glucose between 30 to 40 mg/dl the date of the report. When the customer visited the emergency room, she had a rapid heart beat, felt like she was going into diabetic ketoacidosis, and had ketones. She drank juice and ate protein and blood glucose continued to drop while she was still connected to the insulin pump, but she was reportedly not wearing the pump at time of emergency room visit. During troubleshooting, it was found that bolus history, a morning and evening bolus were missing. It was advised to program a normal bolus, which did appear in history. For low blood glucose on date of report, customer treated with food and glucose tablets. It was further stated that the insulin pump was showing boluses for once or twice per day, when the customer was actually delivering boluses three to four times per day.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.